Event description:
It was reported that during a shoulder arthroscopy, the metal tip of the wand broke off. The tip was retrieved.

Manufacturer narrative:
Additional information will be provided once investigation is completed.